Event description:
It was reported that the pt noticed a significant decrease in his performance around (B) (6) 2008. Speech discrimination testing at that time indicated a slight decline in performance (76% hint from (B) (6) 2008 to 69% hint (B) (6) 2008). Pt was followed approx every two weeks for further assessment after his initial complaint to his audiologist. At these follow-up visits, the pt continued to note a periodic decrease in performance and speech understanding. These perceptual decreases in performance correlated to a development of hi status for electrodes along the array. The pt was reprogrammed on (B) (6) 2009. The pt has no auditory percept on electrode channels 1-3 and 11. All other electrode channels he could hear on. However, electrode channel 12 was turned off due to a previous hi status. When turned on with live speech, pt reported good overall volume with 'okay' clarity.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.